Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) reporting that the actions taken to resolve the nausea when laying down, discomfort when trying to sleep on their side and the lower back pain was a urine culture and nitrofuration 100mg twice daily for 1 week. Regarding the uti, it was not related to the device or therapy as patient did not have the device at the time the uti started in 2017 (B)(6). No further complications were reported. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who had an external neurostimulator for urge incontinence. It was reported that patient felt nauseated when laying down, and having discomfort while trying to sleep on their side since the device was on the side they were use to sleeping on. They also reported having an infection in which the cause was unknown. More information was received on (B)(6) 2018 with trial patient reporting that they had lower back pain after waking up from a recliner but that they went to bed and felt better later on that day. On (B)(6) 2018, trial patient further reported that they were on medication for the infection which was a urinary tract infection (uti). They also had pain in their buttock but believed it to be from sitting in their chair. No further complications were reported.